Manufacturer narrative:
(B)(4).

Event description:
New information states that the lead continued to exhibit noise and is also exhibited low impedance. No information given regarding status of patient or if this affected them clinically.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead exhibited noise. The patient would be monitored.